Event description:
Caller reported alarm 2, which was a past issue and not actively occurring. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Tandem technical support resolved the issue by arranging a one-time pump replacement, providing instructions for storage mode and return procedures, and confirming shipping details with the customer, who will continue to use the current pump until the replacement arrives. Reportedly, the customer would reach out to their health care provider for backup insulin therapy.